Event description:
The consumer reported that he noticed a power on reset (por) message on (B)(6) 2016. Here was a recent electromagnetic interference (emi) environmental exposure as the patient was at the health care professional's a couple of weeks prior to report (B)(6) 2016). The leakage symptoms were returning. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.